Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 24-jun-2019 with the following findings: during investigation, the keypad button cover was intact; no damage was observed. During testing, all of the keypad buttons responded appropriately. The keypad was removed; no damage was found to the button contacts. There was moisture visible in the display. Investigation revealed a pump case leak at a crack near top right corner of the display. The pump was opened and moisture damage was found on printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under-responsive. It was noted that there was moisture visible behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.